Event description:
The lead exhibited an impedance warning due to low impedance measurements. Suspected insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).